Event description:
Falsely depressed protime results were obtained on five pts' samples. The results were reported to the physicians. The original samples were retested and higher results were obtained. One pt was treated with coumadin, the other four were not treated. There was no report of adverse health consequences as a result of the falsely depressed protime results. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed protime results is unk.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed protime results is unk. The instrument is performing within specifications.